Event description:
It was reported that the patient wore the stimulator for one night and experienced pain in their neck. When the patient removed the stimulator, the pain went away. No further information was provided.

Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as march of 2026. Without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.